Manufacturer narrative:
The set-up joint (suj) was analyzed and the error was confirmed as having occurred in the field via logs and was replicated in-house. The suj was tested on a patient side cart fixture test platform (pftp) and all tests passed. However, it was noticed that the axes controller unit (acu) printed circuit assembly (pca) was intermittently blinking on and off.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the system was getting errors 26002 on the universal surgical manipulator (usm 1). The customer tried to power cycle and emergency power off (epo) with no change. The customer confirmed they needed all 4 arms for the procedure. The customer called in to technical support and asked if there was any way to collapse the boom. An intuitive surgical, inc. (Isi) technical support engineer (tse) informed the customer that once the system locks up due to a non-recoverable fault the boom cannot be moved. The procedure was converted to another da vinci system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system was inspected prior to use with no issues noted. The surgeon removed all the instruments, undocked the patient cart, and a new patient cart was brought in to resolve the issue. The procedure was completed robotically and there was no patient injury reported.

Manufacturer narrative:
Based on the claims against the product, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the spider cable but continued to receive errors. The fse then swapped the usm, but the error still remained. Finally, the fse replaced the set up joint (suj) on the usm 1 to resolve the issue. The system was tested and verified as ready for use. The device was returned for investigation; however, the evaluation is not yet complete. A supplemental report will be submitted when the manufacturer's investigation is completed.